Event description:
Event reported to manufacturer's technical service - stating the "roller does not turn". Rotor testing reviewed and repeated under live fluoro confirming the rotor "locked up", and catheter was fine. Device returned for analysis. Follow up with hcp revealed pt experienced increased spasticity at the time of the event. Device replaced and pt had uneventful recovery from the surgical procedure. Pt has since expired due to non device related complications.